Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy1412 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter presented an important leakage at the extremity for an invalid reason. This was realized during the changing procedure of the statlock dressing.

Event description:
It was reported the catheter presented an important leakage at the extremity for an invalid reason. This was realized during the changing procedure of the statlock dressing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is inconclusive due to poor sample condition. One photo sample of a powerpicc catheter was provided for evaluation. The catheter is shown within patient use and is surrounded by drapes. The winged hub and proximal catheter shaft were being shown. Blood residue was present on the catheter surface being shown; however, the catheter could not be clearly inspected for the presence of damage. Since the presence of a leak could not be clearly determined, the complaint could not be confirmed and remains inconclusive at this time.